Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the pump began to have power issues, and that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) of 525mg/dl with moderate ketones, extreme drowsiness, and nausea. The patient reportedly self-treated the high bg with an insulin injection. The patient reportedly had discontinued insulin pump therapy at the time of the call to animas. During troubleshooting, the reporter was instructed to insert a new battery from a new pack into the pump, and the pump reportedly did not power on. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: the issue was confirmed in history, but not reproduced in testing. Reboots are observed in the black box. Daily insulin delivery totals correctly reflect user's programmed basal rates. Moisture damage observed inside battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no power issues or alarms occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found the power circuit, no further evidence of moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.